Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son had experienced hypoglycemia. The customer's blood glucose level was in the range of 50 mg/dl and 60 mg/dl. The insulin pump's auto mode was automatically delivering insulin at the time of the incident. The customer's mother did not have insulin pump with her to troubleshoot. The customer was treated with food. The insulin pump will not be returned for analysis.